Event description:
It was reported that the customer experienced a high blood glucose of 556 mg/dl. Customer called his endocrinologist who told him to change the infusion site. He took two injections and his blood glucose came down. At the time of reporting, the customer's blood glucose was 269 mg/dl. He declined troubleshooting for high blood glucose. The customer also received a battery out limit alarm while he was sleeping. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.